Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred while using the vitros eci analyzer. A definitive root cause of this event could not be determined, however, an instrument related issue and/or pre-analytical sample processing cannot be ruled out. An ocd field engineer performed maintenance to the reagent metering subsystem. Performance tests verified that the instrument was operating as expected.

Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result on one patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)